Manufacturer narrative:
(B)(4). Evaluation, results and conclusions: (stent damaged while passing through a previously deployed stent).

Event description:
The physician intended to implant a 2.25 mm diameter x 8 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in the lad. The patient had significant stenosis of the proximal lad vessel and main d1. The long segment stenosis in the d1 was pre-dilated and a 2.5 x 18 mm resolute integrity stent was successfully implanted. A short segment stenosis distal to this stent remained, despite multiple nitro injections. The lesion was pre-dilated and the physician attempted to implant the 2.25 mm x 8mm resolute integrity stent. It was reported that the stent was damaged while passing the previously deployed resolute integrity stent. The device was removed. The distal diagonal stenosis was then stented with a short resolute integrity stent. The final procedural result was reported to be very good for both vessels and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised, deformed and pulled distally. The proximal end of the stent was flattened. The distal tip was damaged. Please not that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).